Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a separate piece included in the package to be used for corking trials which prevented the patient from being hooked up to an ambubag. Even if this piece is removed, the connection still does not fit the ambubag. There is a separate piece (cannula) that needed to be inserted to make this connection possible. So, if the patient is in transport, with the cork in place and the other cannula is not available, they would not be able to attach an ambubag if needed. The ambubag does not fit with the cuff without the inner cannula. They considered this a dangerous and risky device, especially since there is a fairly simple initiative (a small plug that is sold separately). But, these red corks come in the tracheostomy kit, and are now being manually removed to ensure they are not being used.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.